Event description:
The device was implanted on 9/10/96, for infusion of fudr/heparin through the gastroduodenal artery for treatment of cancer. On 9/20/96, the facility's pharmd informed the MFR that the expected MFR's flow rate of the device=1.6ml/day; however, the actual flow rate of the device is 2.25 ml/day. The facility's pharmd stated that the pt has experienced frequent febrile episodes since device implant on 9/10/96, which the pharmd suspects is the etiology of the increased flow rate of the device. The pharmd will monitor the device flow rates closely. The following are max temperatures recorded since device implant: 9/10/96, 38.3 degree celsius, 9/11/96, 38.5 degree celsius, 9/12/96, 38 degree celsius, 9/13/96, 37.7 degree celsius, 9/14/96, 37.4 degree celsius, 9/15/96, 38.3 degree celsius, 9/16/96, 37.8 degree celsius, 9/18/96, 35.9 degree celsius, 9/19/96, 38.1 degree celsius, 9/20/96, 37.2 degree celsius. Additionally the pharmd informed the MFR that the pt had developed a routine device pocket seroma which was aspirated without complications.